Manufacturer narrative:
Product event summary: a proximal segment of the lead measuring 21 cm was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that the right atrial (ra) lead had elevated impedances and x-ray showed an impending lead fracture. It was also reported that the right ventricular (rv) lead was non-functional and was found to be fractured on x-ray. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: addr01 implantable pulse generator (ipg) (B)(6) 2008; 5076-52 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.